Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice device overfilled the patient during use. This occurred during fill of peritoneal dialysis therapy, and the patient was connected during the event. The patient stated that the machine filled them with 2000ml instead of the programed 1800ml. The technical services representative initiated a swap of the device and discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The homechoice device was returned and evaluated by the product analysis lab. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. An internal/external inspection of the device was performed. No smoke or soot was observed, there was no burnt smell or odor. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.